Event description:
It was reported that a malfunction occurred with the pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was provided with pump reset information and assistance by cts, enabling continued use of the pump. The malfunction code did not recur after resetting, and the customer understood the instructions to call back if the issue reappeared.